Event description:
It was reported, that the patient presented for in-clinic follow up. Upon device interrogation, it was discovered, that the right ventricular lead exhibited elevated capture threshold. A chest x-ray confirmed, that the lead was dislodged. The patient was scheduled for revision, where an attempt was made to reposition the lead. However, the helix failed to properly retract and extend. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were dislodgment, inadequate capture, and a helix mechanism issue. As received, a complete lead was returned for analysis. The reported event of a helix mechanism issue was confirmed. Visual and x-ray examination of the lead found the inner coil was over torqued at the connector pin region, and the helix was extended and covered with blood / tissue. After the lead was cut and cleaned, torque was directly applied to the inner coil, the helix could be retracted and extended. The full helix extension length was measured within specification. The reported event of inadequate capture was not confirmed. Electrical tests did not find any indication of conductor fractures or internal shorts.